Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument underwent external and internal visual inspections and no issues were detected. The instrument passed the manual articulation of inputs. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened, closed and grasped properly. The instrument passed the electrical continuity and energy delivery tests in various grip orientations. No motion nor grasping related issues were detected during the failure analysis. Failure analysis could not verify the customer reported event. The instrument was fully functional. No product issue was found.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted surgical procedure, the force bipolar instrument's jaws could not be opened or closed. The procedure was completed with no reported injury.